Event description:
This complaint is from a literature source. The citation is as follows: valente I, nappini s, renieri l, pedicelli a, lozupone e, colosimo c, mangiafico s, limbucci n. Initial experience with the novel embotrap ii clot-retrieving device for the treatment of ischaemic stroke. Interv neuroradiol. 2019 jun;25(3):271-276. Doi: 10.1177/1591019918819709. Epub 2019 feb 4. Pmid: 30714502; pmcid: pmc6547206. Objective and methods: this article reports experience with the novel stent-type clot-retrieval device embotrap ii for the revascularization of large artery occlusions in acute ischaemic stroke.twenty-nine consecutive patients with ais between june 2017¿march 2018 treated with mechanical thrombectomy using the embotrap ii system were included. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: embotrap ii revascularization device concomitant cerenovus devices that were also used in this study: n/a concomitant non-cerenovus devices that were also used in this study: solitaire stent retriever (ev3), sofia plus aspiration catheter (microvention); trevo stent retriever (stryker) . Adverse event(s) and provided interventions: focal severe vasospasm of m1 was observed in one case; it was managed with intra-arterial injection of 2 mg of nimodipine.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This complaint is from a literature source. The citation is as follows: valente I, nappini s, renieri l, pedicelli a, lozupone e, colosimo c, mangiafico s, limbucci n. Initial experience with the novel embotrap ii clot-retrieving device for the treatment of ischaemic stroke. Interv neuroradiol. 2019 jun;25(3):271-276. Doi: 10.1177/1591019918819709. Epub 2019 feb 4. Pmid: 30714502; pmcid: pmc6547206. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter phone is not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since the intraoperative vasospasm required medical intervention to preclude permanent damage and the relationship of the embotrap ii revascularization device to the reported event cannot be excluded, the event will be conservatively reported to the FDA. There is no indication that the device malfunctioned, or that the event is related to a device design or manufacturing issue. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.